Event description:
(B)(4). The dealer reported that the 9805 hydraulic lift pump handle screws were loose and was unable to lift the patient. Additionally, he reported finding shavings/filings from the screws on the floor. There was no patient injury reported.